Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a broken shelf clip. A field service engineer found that two shelves in the tower had broken shelf clips. The fse replaced the clips and verified that the tower doors were still operable using the hardware testing application. Functional testing was completed successfully, and all components operated as expected. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower plastic shelf clips were broken. Customer stated that replacement parts could not be located and required replacement clips. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.